Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another cochlear device. The device passed external visual and photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed some the mechanical tests performed. This device was explanted for medical reasons and passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis (rga) test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a poor performer. The recipients device was explanted.